Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/2.0/109 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise and complained of double vision. On (B)(6) 2022 the lens was exchanged with a same model/length but different power. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn/broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).